Event description:
The reporter stated the surgeon was inserting a 12.0mm, implantable contact lens when the lens was damaged in the injector, model number msi-tf. It was stated the turning mechanism on the injector is very stiff to operate. Another lens was implanted; no pt injury.

Manufacturer narrative:
Eval - results - an injector lot number search was performed and one similar complaint was found.